Event description:
A report was received that the patient had lost stimulation due to difficulty charging as they weren't able to link the ipg with the charger. An x ray taken confirmed that the ipg had flipped. The patient underwent a revision during which the physician moved the location of the ipg to the left hip. The patient is reportedly doing well.